Manufacturer narrative:
No sample was returned for eval. The device history record was reviewed finding nothing that could cause or contribute to the reported event. As a finished good, qa performs random visual inspections for damaged components prior to product release. The review of the mfg process showed that the drain is received from an external supplier who certifies that the product has been mfg according to the requirements established by the MFR. The instructions for use states the following precautions "add'l perforations should not be made in the drain. Avoid suturing through drain. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drain should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drain should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).

Event description:
It was reported that during a routine post operative drain removal by the ortho resident, the distal portion of the drain (approx 11 mm) remained in the pt's back. The pt went to surgery for removal of the fragment on (B)(6) 2011.